Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the nursing staff was not able to access all medications. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section e initial reporter prefix, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users could not access medication while device on critical override. A technical support specialist (tss) researched the issue by pulling logs and running device event reports. Tss verified that the user in question had not actually had the proper permissions to pull the med security group. Tss discussed potential changes that could have been made to allow access on critical override, but ultimately it was up to customer side to handle. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, customer was not able to access all medications. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication. There were no delays or adverse events or injuries reported based on this event.